Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no insulation damage, distortion or anomalies were found during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician noted the lead had insulation damage. The insulation appeared compressed and the physician could see that it was not joined to the internal part of the lead. An alternate lead was placed. No patient complications have been reported as a result of this event.